Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. The fse that found the issue replaced the scroll compressor. The iabp passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that the rising speed of the compressor pressure was slow on the cardiosave intra-aortic balloon pump (iabp). This event occurred during a regular maintenance check by a getinge field service engineer (fse). There was no patient involvement and no adverse event was reported.